Event description:
The customer contacted baxter's technical service center regarding a leak, which occurred on the homechoice (hc) during use, during initial drain. The caregiver (cg) stated the patient line extension was leaking in initial drain. The cg stated she had disconnected the patient and pressed stop. The baxter technical service representative (tsr) had the cg cycle the power and the hc went to initial drain. The drain volume (dv) equaled 919 ml. The tsr helped the home patient (hp) to end therapy and remove the cassette. The cg would save the cassette and extension line for retrieval. The cg would start over with all new supplies and the call completed. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient's caregiver on (B)(4) 2012 and she said she was not sure where on the extension line the leak was. When she disconnected the patient, the extension line in her hands was all wet. Since then the patient has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The actual sample has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4): on (B)(6) 2012, the patient's caregiver (cg) contacted global technical service (gts) requesting the date of when the leak occurred. The cg stated the patient experienced an infection around the thanksgiving holiday and the doctor wanted the date of the incident because the patient line was leaking. On (B)(6) 2013, product surveillance contacted the peritoneal dialysis registered nurse (pdrn) in order to obtain additional information regarding the report of infection. The pdrn stated that the patient had been diagnosed with peritonitis on an unspecified date in (B)(6) 2012. The patient was not hospitalized for the event. The cause of the peritonitis was the leak in the extension line. The patient was treated with vancomycin, levaquin and gentamicin (routes, doses and frequencies not reported). The patient was recovering from this peritonitis event. This report of leak was confirmed, but the root cause was undetermined. An evaluation of the actual sample was conducted and issues were found related to the reported condition during the evaluation. Visual inspection was performed with the following issues noted: a hole in patient line extension. Leak testing performed with the following issues noted: a hole in patient line extension. A clear passage test was performed with no issues noted. A clamp function test was performed with no issues noted. The sample was connected to a homechoice set and ran on a homechoice machine with the following issues noted: a hole in patient line extension.